Manufacturer narrative:
H.6. Investigation: no defect sample or picture returned for this complaint, can't identify the root cause for this complaint. The retain sample from complaint lot was inspected, no found any abnormality. Checked maintenance record and in process and outgoing inspection record no found any abnormality.

Event description:
It was reported that foreign matter was found on the bd pegasus¿ safety closed IV catheter system needle. The following information was provided by the initial reporter, translated from chinese to english: "at 19:15 on (B)(6) 2020 , the nurse opened the package and found foreign bodies on the inclined surface of the needle before venipuncture for newly retained patient".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.(B)(4).

Event description:
It was reported that foreign matter was found on the bd pegasus¿ safety closed IV catheter system needle. The following information was provided by the initial reporter, translated from (B)(6 )to english: "at 19:15 on (B)(6) 2020 , the nurse opened the package and found foreign bodies on the inclined surface of the needle before venipuncture for newly retained patient"